Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture and poor sensing. The ra lead was capped and replaced on (B)(6) 2025. The patient experienced no consequences.